Manufacturer narrative:
Information not provided, reported by dental office. Model number provided is for toothbrush handle. The incident occurred on the brush head which is an accessory. Additional handle experiencing same issue hx9120 serial # (B)(4). Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that brush heads were falling off the sonicare flexcare platinum connected power toothbrush.